Event description:
It was reported that at the beginning of the implant procedure, a competitor guidewire was stuck in the left ventricular (lv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).